Event description:
An abnormal high impedance measurement was observed in the field. Analysis showed that the impedance measurement anomaly was likely due to silicone in the hex inset.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of lead impedance anomaly was verified after review of the measurements in the device memory. It was found that the rv df-1 setscrew would not fully secure to the test lead due to silicone found in the hex cavity. When the silicone was removed, the setscrew could be fully secured. The device passed all tests and all measurements were within specification. It is believed that the setscrew may not have been fully secured at implant. Over time, the connection may have loosened, causing the impedance anomaly.